Manufacturer narrative:
Initial and final MDR (B)(4) device 2 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced adhesive issue event on 27-feb-2026. The patient reported that two infusion sets were not sticking. No further information available.